Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error hardware low level failure. Customer was able to clear the alarm and able to complete pump rewind. Customer was advised to perform a self test and test did not pass however, customer performed self test again and pump error hardware low level failure reoccurred but then they were able to clear alarm and rewind pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.